Manufacturer narrative:
No service was dispatched for this event. No further na issues have been reported at this time. Customer agreed that the na calibration slope shift noted on (B)(6) 2013, was the cause of the lowered na results. Failure mode of this event was shifted calibration slope recovery.

Event description:
A customer contacted beckman coulter (bec) to report a low sodium (na) recovery on multiple patient samples tested on the au480 chemistry system on (B)(6) 2013. The customer stated that na was calibrated for the day and qc was performed for that 24 hour period. Qc was noted to be within laboratory acceptable ranges, but on the low side. Customer then proceeded to run patient samples. On monday, (B)(6) 2013, the na daily calibration was performed, and the customer noticed that the calibration slope and qc recovery returned to the levels previously noted before the drop on (B)(6) 2013. The customer then reran all the patient samples from the (B)(6) 2013 run and discovered that most na results were now about 10 units higher. Twenty five (25) amended reports were issued. Patient results are provided in file attachment section of this report. Per the customer, there have been no reports of any effect to patients in connection to the low na results reported.